Event description:
Additional information received - the facility reported the date of the cataract diagnosis was (B)(6) 2013. It was an anterior cortical cataract. The patient's post-op best-corrected visual acuity was 20/30.

Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the patient reported the icl lens was removed due to the cataract.

Manufacturer narrative:
Method: medical review. Results : per medical review - reportedly the patient was experiencing decrease in visual acuity (bcva 20/30-) due to development of a cataract following icl implantation a year ago. According to the dcr the type of cataract was anterior cortical and was device related. The cataract surgery was planned for (B)(6) 2014. Even though, this type of a cataract was attributed to the device it is well known that cortical cataract is age related and involves the anterior, posterior or equatorial cortex of the lens. The opacities start as vacuoles and clefts between the lens fibers. Literature reports that only 1-2% of patients develop clinically significant cataract following icl implantation probably due to patient related factors (especially high myopes and older patients). Conclusions(no conclusion can be drawn): based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No - lens not returned. (B)(4).

Manufacturer narrative:
Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.1mm micl 12.1 implantable collamer lens in his right eye (od) on (B)(6) 2012. The patient reported had lost vision due to the development of a cataract or had cataract surgery. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.